Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's blood glucose level was 42 mg/dl and treated with food. The customer stated that the sensor was not working and did not feel herself go low. Nothing was replaced or returned.